Event description:
According to the available information the dynamic anchor came off of sling during implantation (dynamic anchor separated). The physician placed a new sling with good results. It was noted the dissection was at least 1.5cm wide and dissected back to the sulcus. Failure occurred when adjusting the sling for final placement. Sling was appropriately placed position wise. Physician stated the patient was slightly more difficult because of previous surgeries and that he had to go deeper to place sling.

Manufacturer narrative:
An altis sling was received for evaluation. Examination of the sling revealed the dynamic suture with tensioner was attached to the mesh. The mesh was detached down the middle and microscopic examination of the mesh showed the surfaces to be straight, indicating contact with sharp instrumentation. Blood residue was noted on the sling. Based on the information received and review of the returned components, quality confirmed that the dynamic anchor detached from the tensioner. As the information noted the sling was implanted, the detachment of the dynamic anchor most likely occurred during the tensioning process. The lot number was reviewed for complaint trend, nonconforming report and CAPA. There was a historical CAPA opened by the supplier for this failure mode (CAPA 925). It was verified this lot # pre-dates the CAPA 925 implementation of corrective actions and therefore, can be expected to possibly exhibit the failure mode (dynamic anchor separation) due to a production issue.

Event description:
According to the available information the dynamic anchor came off of sling during implantation (dynamic anchor separated). The physician placed a new sling with good results. It was noted the dissection was at least 1.5cm wide and dissected back to the sulcus. Failure occurred when adjusting the sling for final placement. Sling was appropriately placed position wise. Physician stated the patient was slightly more difficult because of previous surgeries and that he had to go deeper to place sling.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There was a historical CAPA opened by the supplier for this failure mode. It was verified this lot number pre-dates the CAPA implementation of corrective actions and therefore, can be expected to possibly exhibit the failure mode (dynamic anchor separation) due to a production issue. The investigation is not yet complete, a follow-up report will be submitted on completion of the investigation.